Event description:
It was reported that the pump exhibited a check syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was counterfeit, the right plunger case was cracked, and the bottom case was cracked by the l bracket. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing found check syringe plunger sensor only when plunger head was pressed tightly against the pump during power up test. The plunger head was pressed against the pump during power up test, causing the flippers to rest on the ear clip. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced left plunger case as a preventative measure. Performed power up process, preventative maintenance and all functional tests which passed.d4 UDI information was unknown.